Event description:
It was reported that the patient's neurostimulator flipped after she had lost approximately (B)(6). The patient had a revision in (B)(6) 2011; however, she was still experiencing pain at the former pocket site. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).